Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle missing, plunger rod difficult to move and stopper separates due to unknown lot number. U complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an bd 3/10 ml 8mm length 31g gauge syringes are missing needles and difficult plunger movement. Unknown: batch # unknown: material #. The following information was provided by the initial reporter: verbatim: having issues with the bd 3/10 ml 8mm length 31g gauge syringes. Some are missing the actual needle, others the plunger is hard to pull, and some the rubber end and plastic plunger rod actually separate.